Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported more alignment of front teeth is needed. Also, the space between the last two molars has increased on both upper and lower teeth of the right side. Food gets stuck there a lot now and it is uncomfortable.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.